Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A DHR analysis: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or failure investigation report. X-rays analysis (warsaw extremities product development): it appears that the metaglene baseplate is positioned more superior than what is recommended in the surgical technique and that the most superior screw made little contact with the glenoid vault, if any. The superior screw also may have made contact with the clavicle. No other analysis was possible because the products were not returned.

Event description:
Reason for revision - patient presented with pain and decreased function.